Manufacturer narrative:
H.6. Investigation: four photos received for investigation. A short pin can be observed in the customer photos. Cavity 43 is implicated in this defect. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause: the most probable root cause is an overheated core pin. This condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for the lot were performed per established quality controls and passed (as evident form the DHR review), therefore there is no reason to suspect that the cooling of the pin was interrupted for a long time. Retained samples for this lot were no longer available but retained samples form the next manufacturing lot were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. The defect of molding defective was confirmed.

Event description:
It was reported that bd threaded lock cannula is shorter than usual. This was discovered before use. The following information was provided by the initial reporter: the length of the cannula is shorter than usual and hcp couldn't connect properly.

Manufacturer narrative:
Investigation: no photos or samples were received for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The most probable root cause is an overheated core pin. This condition occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for the lot were performed per established quality controls and passed (as evident form the DHR review), therefore there is no reason to suspect that the cooling of the pin was interrupted for a long time. Retained samples for this lot were no longer available but retained samples form the next manufacturing lot were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. The defect of molding defective was confirmed.

Event description:
It was reported that bd threaded lock cannula is shorter than usual. This was discovered before use. The following information was provided by the initial reporter: the length of the cannula is shorter than usual and hcp couldn't connect properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd threaded lock cannula is shorter than usual. This was discovered before use. The following information was provided by the initial reporter: the length of the cannula is shorter than usual and hcp couldn't connect properly.